Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient receiving intrathecal dilaudid (hydromorphone) and bupivacaine via an implantable pump for malignant pain. It was reported by the patient that they went to the emergency room (ER) on "super bowl sunday" because they "felt like they had blood clots" and their leg was "constricted on the left side." Patient stated they were admitted to the hospital and their pump was "turned off." Patient stated they had a consultation with a pain management doctor in the hospital who "turned the pump off" because they were not able to refill the pump. Patient mentioned yesterday their healthcare provider refilled their pump.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. The h6 codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's healthcare provider. It was reported that the patient had a history of terminal uterine cancer. The lower extremities blood clots were not related to the infusion system. External, environmental, or patient factors that may have led or contributed to the blood clots included the patient's uterine metastatic cancer. The pump was close to refill status and was still running but at a lower rate. The pump was refilled uneventfully in the office. There were no applicable infusion system related issues and no applicable actions or interventions taken to resolve the event. The concentration was adjusted to provide more days of coverage, and the patient was still in the process of titration.